Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 29aug2019. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer determined that this device had been sitting idle for approximately one year without use or being plugged in. No parts were documented as requiring replacement. This device was able to be restored to appropriate charge, and passed all performance testing, and was deemed fit to be returned to service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported a ventilator that failed a pressure relief valve test. No patient involvement.